Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of a "door jammed" alarm was identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
MFR ref # (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The upper auxiliary sub-assembly was replaced.